Event description:
Consumer reported complaint for negative/ no change trace results of ketone strips. The customer stated that her ketone test strips do not change color, the color always stays the same. The customer did not report any symptoms or medical attention. The product storage location is undisclosed. The ketone test strip lot manufacturer's expiration date is (B)(6)2019 and open vial date is undisclosed.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #(B)(4) product not returned for evaluation. Update: most likely underlying root cause: mlc-1: user had an inaccurate reference. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that used product and is happy with replace.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-61 improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that used product and is happy with replace.

Event description:
Consumer reported complaint for negative/ no change trace results of ketone strips. The customer stated that her ketone test strips do not change color, the color always stays the same. The customer did not report any symptoms or medical attention. The product storage location is undisclosed. The ketone test strip lot manufacturer's expiration date is 11/30/2019 and open vial date is undisclosed.